Manufacturer narrative:
Innovative health, llc became aware on 12-apr-2021 of a report from (B)(6) hospital on an advisor hd grid sensor enabled high density mapping catheter. This device experienced a crack on its tip during insertion. The patient was not injured and case continued with a different device. Innovative health received the device for evaluation on 19-apr-2021. A visual inspection was performed on the returned device, and the tip was confirmed to be cracked/damaged. No further damage was identified. A tactile inspection was performed, and no bends or kinks were noted. A visual inspection of the tip straightener provided with the device was performed, and no damage was noted.

Event description:
The tip of an advisor hd grid catheter was reported to be cracked during insertion.